Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the coupler unit was deteriorated; due to the cable unit being peeled off, the water tightness was lost; and the cable unit was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the high-definition camera head did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" was corrected due to incorrect country code format. The g2 field was corrected as company representative was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was temporarily not displayed due to the temporary communication failure caused by the temporary water ingress from the peeled cable coating. However, a definitive root cause cannot be established. The event can be detected/prevented by following the instructions for use which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.) This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.